Event description:
It was reported the patient presented to the hospital with congestive heart failure and bradycardia. Chest x-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was discharged following the procedure.